Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 28 mg/dl. Troubleshooting also found that the pump alarmed unexpected restart. Customer declined low blood glucose troubleshooting and indicated that they would call back.